Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336700; model: sc-8336-70; serial: (B)(4); batch: 17374088.

Event description:
It was reported that the patient developed an infection at the incision site. Symptom of pain was noted. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.